Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during multiple supply changes the customer would be prompted to perform the fill tubing step after the load process had been completed. Reportedly, the customer believed the issue occurred due to missing steps during the load sequence. During troubleshooting with tandem technical support, a minimum fill message occurred. The customer successfully loaded a new cartridge and completed the load process. The customer's blood glucose level was 170 mg/dl.